Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) broken fiber optic input connector. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) broken fiber optic input connector. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found issue with cable assembly, fiber-optic sensor extension malfunctioning. In order to fix the issue , fse replaced fiber-optic sensor extension. Precautionary service: n/a. Noted: batteries and ic chip due for replacement a quote sent to the customer further the display exterior cover damaged on two places at superior corners and inferior to the right corner near/on the housing (touchscreen) further cart damaged at the top near the handle a quote will be provided upon request. Verification: ran all the tests in accordance to the manufacturer's specifications. All tests are within range. The failure analysis and testing dept. Received cable assembly fiber optic extension with a reported unit failure of the cable is damaged. The failure analysis and testing dept. Performed a visual inspection and found the part having major damage to all parts of the connector. The fat dept. Verified the failure of the cable assembly being damaged. Retaining the cable assembly in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.